Event description:
Per the clinic, the patient experienced skin flap necrosis and subsequent extrusion of the device. The device was explanted (B)(6), 2013.

Manufacturer narrative:
(B)(4): device currently unavailable.

Manufacturer narrative:
This report is filed (B)(4) 2014.